Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or related deviation. The user facility was notified of the event on november 20, 2011. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Evaluation of returned device found evidence that trauma occurred prior to the implant fracture. This report is number 1 of 1 MDR filed for this event (reference 1825034-2011-001159). (B)(4).

Manufacturer narrative:
This follow-up report is being filed to relay corrected data and additional information, which was unknown at the time of the initial medwatch. Correction: corrected event date to match report in op notes. Corrected explant date to match report in op notes.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2005. Subsquently, patient reported hip giving out causing a fall. A revision procedure was performed (B)(6) 2011 where a fracture at the trunnion was noted. The proximal, distal stem and modular head were removed and replaced.

Manufacturer narrative:
Review of invoice history found revision procedure date to be (B)(6) 2011.

Event description:
It was reported patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, patient reported hip giving out causing a fall. A revision procedure was performed (B)(6) 2011 where a fracture at the trunnion was noted. The proximal, distal stem and modular head were removed and replaced. Additional information from the operative notes reported difficulty removing the proximal from distal femoral stem because of its tight morse taper.